Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. After trouble shooting, pump continued to alarm. Per reporter there was 6 ml left of infusion. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).